Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to heart attack and the blood glucose level was also high as 420 mg/dl. The customer was treated with a manual injection. Customer's current blood glucose is 220 mg/dl. The insulin pump will not be will be returned for analysis.